Manufacturer narrative:
The reagent lot number is 701716. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable hdlc4 hdl-cholesterol plus 4th generation result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The consultant instructed the reporter to rerun the patient sample. On (B)(6) 2023, the initial result was 0.119 mmol/l. On (B)(6) 2023, the repeat result was 1.28 mmol/l.

Manufacturer narrative:
The investigation reviewed the alarm trace. There were abnormal aspiration alarms at 6:46 and 11:36 on the day of the event. The investigation reviewed the qc recovery. In general, the results were within the specified ranges. The investigation reviewed the customer's calibration traces. The calibration was invalid before 14-jun-2023 and 13-jun-2023. The last valid calibration was on 19-jun-2023. The investigation noted that the customer would calibrate infrequently to frequently. The investigation reviewed the kinetics of the initial run and the rerun. The kinetics look normal with the available resolution. Based on the information provided, the cause of the event could not be determined.